Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had required intervention for hypoglycemia. The patients reported blood glucose level was under 70 mg/dl. The patient reports due to being in limited mode they had believed the system would not deliver a bolus. The patient removed the pod and administered manual injections of insulin as well as a parents syringe that was not for insulin delivery. Upon arrival of the paramedics the patient was treated with a glucose gel.